Event description:
Dealer called to report that consumer was trying to straighten the back to the transfer bench as she said it was bent. As she was trying to straighten the back for her husband, she says it easily came out from the chair and hit her mouth and 6-8 caps came off of her teeth. In speaking with the reporter, the consumer's wife is alleging a malfunction of the product and that is why the back became loose. The device is being replaced so that the original unit can be returned for inspection.